Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a volume error warning-twice in dwell 3 of 5. Patient tried pushing ok the first time, but the warning recurred. Patient rebooted the cycler but received a power fail recovery failed message. When the patient attempted to reset up with new supplies a fluid leak was discovered. Fluid was in the pump module area and on the exterior of the cassette. The patient was issued a new cycler. In a follow up, the patient's pd nurse reported that the patient did not have any harm, adverse effects or intervention due to the leak. The patient has received a new cycler. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported a volume error warning-twice in dwell 3 of 5. Patient tried pushing ok the first time, but the warning recurred. Patient rebooted the cycler but received a power fail recovery failed message. When the patient attempted to reset up with new supplies a fluid leak was discovered. Fluid was in the pump module area and on the exterior of the cassette. The patient was issued a new cycler. In a follow up, the patient's pd nurse reported that the patient did not have any harm, adverse effects or intervention due to the leak. The patient has received a new cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.